Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis evaluation. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.190" x 0.690" was found to be broken off. The broken piece was not returned. .

Event description:
It was reported that during a da vinci-assisted ventral hernia etep (extended totally extraperitoneal repair) procedure, the jaws of a needle driver instrument got caught in the force bipolar instrument. This caused the force bipolar instrument jaw to break. Both pieces of the jaw were obtained and removed from the patient during the same procedure. This did add an additional 5 minutes to the case. The procedure was completed robotically.